Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that experienced the enter password issue on the device and had to reboot it. A field service engineer replaced the hard drive and docking board as per instruction given by technical support specialist on verified the internal battery was within valid warranty dates and configured the date and time and settings on the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6) .

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a issues with this device displaying "enter password". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.